Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were episodes of high capture and high defibrillation impedance on the right ventricular (rv) lead. Diagnostic imaging confirmed a dislodgement of the rv lead. Re-programming solved the issue and the patient was stable.